Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. The legal manufacturer reviewed the content of this complaint for further investigation. As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2012. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows: since the problem disappeared when the heat sink assembly was replaced, it is assumed that there was a problem with the heat sink assembly. As service personnel are informed of the model number of the heat sink assembly, it is assumed that the user has damaged or lost the heat sink assembly.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The reporter was informed that if changing the heat sink assembly and the lamp does not resolve the issue with the spare lamp coming on intermittently, the unit will have to be sent in for repairs. The reporter was provided with part numbers for replacement. No additional information has been provided however, olympus is attempting to gather additional information. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A olympus sale representative reported on behalf of the customer that the clv-190 is having issues that the spare lamp keeps coming on. There was no patient harm associated to this report.